Event description:
It was reported that during implant attempt the electrophysiologist removed the lead from the patient and the helix was stretched. The lead was not used and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.